Manufacturer narrative:
The pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to water when they were pushed into the pool. The customer states the pump went blank. The customer's blood glucose level was 154mg/dl. The customer was advised the pump would be replaced and returned for analysis.